Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a green screen appears, error displayed (e104). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a noisy image when the light guide bundle at the root was bent during reprocessing. There were no reports of patient involvement.